Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Summary of event: on (B)(6) 2017, it was reported that, during an unknown a procedure, resistance was felt when inserting the dilator of the flexor ansel guiding sheath into the valve. It was said that no instrument could be inserted into the complaint sheath. The device was inserted via right side femoral artery access, and multiple manufacturer's catheters and wire guides had been used through the complaint sheath before it was found difficult to insert another manufacturer's self-expanding stent system. Concomitant products = terumo 0.035 glidewire& 0.018 advantage glidewire, cordis amplatz super stiff 0.035 guidewire & 6fr guiding sheath, abbott 0.018 4fr armada pta catheter and abbott 6fr absolute pro. 510k= k142829. Investigation-evaluation a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, trends, visual inspection and functional testing of the returned device was conducted during the investigation. Only the sheath was returned for investigation. A compression is present in the proximal tubing at 1.6 cm from the hub and the compression measures approximately 1.0 cm in length. The checker would not advance beyond the hub when advanced proximally. The checker advanced distally with no resistance until reaching proximal fittings. The device was flushed without difficulty. The check-flo was disassembled for further examination and the checker was able to advance through the check-flo body. The checker also advanced through the connector cap with no difficulties. The checker was not able to advance through the flared end of the tubing. The flare was tested with the flare gauge and passed through the large lumen and did not pass through the small lumen, indicating the flare was appropriately sized. The inner lumen of the tubing appeared to be narrowed. The proximal inner tubing was examined with a mandril to determine the source of the obstruction. Delamination was observed in the flared section of tubing. The coil, which exited with the mandril, was exposed in the delaminated area just distal to the flare and proximal to the compressed area of tubing. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The IFU for the complaint device states: "precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. Using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Flush the dilator with heparinized solution. Insert the dilator completely into the introducer. Using standard seldinger technique, access the target vessel with the appropriate needle. Insert wire into the vessel through the needle, then remove needle, leaving the wire guide in place. Insert dilator/sheath combination over wire guide. Remove wire guide and dilator, aspirate and flush introducer side-arm. Insert appropriately sized device as needed." At the time of the investigation, a CAPA was in place to investigate this failure mode. Results of the CAPA determined the root cause to be manufacturing-related. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this device failure been attributed to manufacturing. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. Only the sheath of the was returned for investigation. A compression is present in the proximal tubing at 1.6 cm from the hub and the compression measures approximately 1.0 cm in length. The checker would not advance beyond the hub when advanced proximally. The checker advanced distally with no resistance until reaching proximal fittings. The device was flushed without difficulty. The check-flo was disassembled for further examination and the checker was able to advance through the check-flo body. The checker also advanced through the connector cap with no difficulties. The checker was not able to advance through the flared end of the tubing. The flare was tested with the flare gauge and passed through the large lumen and did not pass through the small lumen, indicating the flare was appropriately sized. The inner lumen of the tubing appeared to be narrowed. The proximal inner tubing was examined with a mandril to determine the source of the obstruction. Delamination was observed in the flared section of tubing. The coil, which exited with the mandril, was exposed in the delaminated area just distal to the flare and proximal to the compressed area of tubing. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause has been attributed to manufacturing. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
On (B)(6) 2017, it was reported that, during an unknown a procedure, resistance was felt when inserting the dilator of the flexor ansel guiding sheath into the valve. It was said that no instrument could be inserted into the complaint sheath. No portion of the device remains in the patient. No adverse events have been reported. On 26dec2017, during the manufacturer's laboratory investigation, it was found that the sheath presented with delamination. Additional information was then requested. It was provided that the device was inserted via right side femoral artery access, and multiple manufacturer's catheters and wire guides had been used through the complaint sheath before it was found difficult to insert another manufacturer's self-expanding stent system. Again, no portion of the device remains in the patient. No adverse events have been reported.